Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead exhibited failure to connect. It was noted that the silicone connection on the lead would not allow the connector sleeve to engage properly. The lead was removed and replaced. The patient was in stable condition.